Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up and the left ventricular lead exhibited loss of capture. A fluoroscopy revealed that the lead had dislodge; it was suspected that the patient developed twiddler's syndrome. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.